Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to "the customer is unwilling to return". A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
Adc (abbott diabetes care (adc) received a complaint via social media, and it reported a reading issue with the adc device. It was reported that the customer received an unspecified low reading obtained on the adc device. It is unknown whether the customer noted a trend arrow on the device. It further reported that the customer was "unwell" but was capable of self-treating with orange juice. The customer then had contact with a healthcare professional (hcp) who provided treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.